Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician had problems with the device setscrew. It was noted that the physician could not affix the lead into the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician had problems with the device setscrew. It was noted that the physician could not affix the lead into the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.